Event description:
Clear care contact lens solution by ciba vision is a dangerous product that burns people's eyes. It is wholely, inadequately labeled to prevent people from burning their eyes when using the product. The product must be changed on the outside of the packaging. It needs to say on the exterior packaging a warning about the potential of the product to burn and damage ones eyes. Also, this product is packaged to look like the multipurpose contact solution that I have been purchasing and using without incident for 18 years. Clear care says on the outside "proven #1 in comfort", 'no rub" (also on multipurpose solution), "increased comfort", "less dryness", "less irritation and redness." Nowhere does it say "burning hazard if used improperly," but that is very really what it has done to many people. You know what I was thinking when I opened the box and saw red labeling on the inside -inside where it's a bit late. I've already bought the product, had it on my shelf for months, and now at one o'clock in the morning when I ran out of solution and I need to go to bed so I can wake up to go to work the next morning- on the inside of the packaging, "do not rinse lens with clear care prior to inserting lens into eye" I was thinking, 'it's going into my eye, it's not like it's going to burn me.' Wrong. The product says "do not use flat case. Clear care only works with special lens case provided." It needs to be added "clear care will burn your eyes if used with a flat case." Because that is very really what happens, to me and hundreds of others. The product does not adequately state the burning hazard. Consequently, many people have burned their eyes using clear care. The product needs to clearly and visibly (not in fine print or beat around the bush language) distinguish itself as a different product from regular contact solution that needs a chemical reaction -hence the non flat case. Why am I figuring that out for myself after I burned my eye? Answer: because the product is labeled inadequately. The product needs to clearly explain that it will burn your eyes if not used in the special lens case. That is not made clear. I did not know that and many other people similarly learned the hard way and damaged their eyes in the process. From a quick look in the internet (after I burned an eye on monday), it seems that many people, hundreds of people have had similar experiences, some much worse- needing to go to the ER, prescribed antibiotic etc. How can hundreds of people burn their eyes using this product and the response be from ciba "our product is in compliance with FDA regulation." FDA - please look into the packaging of this product and make changes to that people do not continue to burn their eyes. The customer service rep at ciba said this product has been around for 10 years. People have been burning their eyes for 10 years and nothing has been done about? People's health (their eyes) have been damaged for years and nothing has been done about it? Clearly there is a problem with the way this product is labeled. Please respond and help so that no one else's eyes get burned. Thank you. (B)(6).